Manufacturer narrative:
No correction is required. This is the second occurrence of implant loosening for a CR Femur (RGA 1771). The occurrence of implants loosening will continue to be monitored. This lot of femurs had a quantity of 52 and all have been consumed with no other reports of loosening.This MDR is being submitted as a part of correcting initial MDR based on MDR reporting process, and FDA adverse event reporting requirement. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
NO CORRECTION IS REQUIRED. THIS IS THE SECOND OCCURRENCE OF IMPLANT LOOSENING FOR A CR FEMUR (RGA 1771). THE OCCURRENCE OF IMPLANTS LOOSENING WILL CONTINUE TO BE MONITORED. THIS LOT OF FEMURS HAD A QUANTITY OF 52 AND ALL HAVE BEEN CONSUMED WITH NO OTHER REPORTS OF LOOSENING.

Event description:
PATIENT UNDERWENT REVISION TOTAL KNEE ARTHROPLASTY DUE TO LOOSENING OF FEMORAL IMPLANT.

Event description:
Patient underwent revision total knee arthroplasty due to loosening of femoral implant.